Event description:
Jjpi notified via medwatch user facility report that stated, "tip from a tonsil clamp identified intraoperatively could not be seen at any point in the operative field; nor was this clearly visible on x-ray taken in or."